Manufacturer narrative:
On 09 march 2016, the medical affairs director performed a clinical evaluation and commented as follows: loosening of tha 5,5 years after implantation. According to report, this was due to macroscopic wear of polyethylene insert. With the available information, I cannot confirm this hypothesis, nor can I confute it. The explants will not be available to manufacturer for examination, so wear cannot be quantified, unless this is undertaken at an external laboratory. From the only picture of the explanted devices where the cup insert is visible, massive wear is not evident at all. Also on the only radiograph available, no massive femoral osteolysis, as is normally seen in the old pe wear cases, is visible. Other similar cases have been reported by the same hospital as consequences of primary operations performed in the same period by the same surgeon, now dead. This is a very peculiar situation that I cannot explain with the information available. We have no similar consistent reports from any other hospital in the world, to my knowledge. Batch review performed on 15 march 2016. (B)(4). On 18 march 2016 the r&d project manager analysed the returned images. Observing the acetabular shell, the liner, the ceramic head and the femoral stem no particular signs can be noted from the images. From the only picture of the explanted devices where the cup insert is visible, massive wear is not evident. It is not possible from the information received determine the root cause of the event. Batch review performed on 18 march 2016: (B)(4). Cup & head not registered in the USA.

Event description:
Revision planned due to loosening of the amistem. It could be taken out by hand. All implants have been exchanged. The implants will not be available for investigation.

Manufacturer narrative:
On 22 july 2016 th medical affairs reviewed the clinical evaluation previously reported on the basis of the x-rays received on 27 june 2016, and updated as follows: further (limited) information have been received. However, wear appears to be disproportionate with the amount of osteolysis. A significant piece of new information is that the patient was a male of (B)(6) at the time of operation. This is not a good candidate for a standard pe insert, as it was well known in the scientific community in 2010, when the first operation was performed. Likelihood of significant pe wear in such a patient with primary coxarthrosis on one side only is to be expected. Were the explants available, quantitative analysis could be carried out.